Event description:
It was reported that a homechoice pro had an unknown fault. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no issues were noted. An event history log review did not reveal any issues related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. Initial evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.